Manufacturer narrative:
The customer¿s report that the majority of the products have the same reoccurring issue of breaking, cracking or leaks was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Examination under magnification observed no damages to the sets tubing and cvomponents. Functional and pressure testing resulted in no leaking or air bubbles. Dimensional analysis was performed and found the connector and luer to be within the required specification(s). The root cause of the customer¿s reported reoccurring issue of breaking, cracking or leaks was not identified. The device history record for microbore extension set model mz9226 lot unknown could not be conducted because the lot information was not provided.

Event description:
It was initially reported as an unspecified tubing issue and with follow up report sated that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Event description:
It was initially reported as an unspecified tubing issue and with follow up report sated that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A filtered extension set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.